Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels. The blood glucose reading was in the 40 mg/dl range, which was treated with glucose tablets. The customer also reported that the insulin pump alarmed lost sensor often. She stated that she was just sitting down during the low blood glucose event and advised that she would continue the troubleshoot process later. Nothing further reported.